Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 12 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During advancement, a dissection occurred. While the sds was being removed, it was noted on fluoroscopy that the stent dislodged. There was no resistance noted. All the devices were left in the anatomy, and the patient was sent to surgery for treatment of the lesion and the dissection. The stent was found in the guiding catheter. The patient had a good outcome. No additional information was provided.